Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specification, the s.d. Was within specification and no errors were observed during control solution testing. However, due to the serious nature of the complaint a report will be filed.

Event description:
Customer's friend reported, customer received a reading of 89 mg/dl on his precision xtra meter. He reports customer experienced symptoms including: seizure with loss of consciousness and required transport to the hospital via ambulance. It is unknown what treatment was rendered to ameliorate his symptoms.